Event description:
The caller reported the tracheostomy tube broke at the point where the hard flange connects to the inner cannula connector. This would make it loose. This happened within 24 hours of insertion. The caller reported that they removed the tracheostomy tube and were unable to get a size 8 back in, so she believes a size 6 was put in. The caller reported this happened about 2 months ago and she does not have a definite date.

Manufacturer narrative:
No analysis or conclusions can be drawn without the device. Return of the tracheostomy tube for failure investigation has been requested. The lot number was provided and the MFR will review the lot history records. If the tube is returned and failure investigation results provide new or significant info, a follow-up report will be submitted.